Event description:
It was reported that an alert 36 occurred on the ilet, indicating an invalid hall sensor state, and after multiple restarts the caregiver was guided to disconnect and perform a dry run, after which the alert resolved; the event aligned with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component issue consistent with a component-level failure affecting the motor and resulting in failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.